Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances. The impedance trends show there were two spikes to out of range values of greater than 3000 ohms, but when in unipolar, values are stable at 400-460 ohms. After the switch occurred, noise was also observed on the ra channel and was oversensed, causing inappropriate atrial tachy response (atr) episodes. Reprogramming was performed and the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.